Event description:
It was reported that the customer was experiencing high blood glucose for the past twelve hrs. Troubleshooting was performed. It was stated that the insulin pump alarmed, but it was not showing in the alarm history. It was stated that the customer changed the infusion set and site several times, and the insulin was not delivered over the past day. The customer stated that it happens after giving an appropriate bolus amounts for food. The customer also mentioned having bent cannulas. Ran a fixed prime test and the test passed. A tubing clamp was not available at the time to perform the high pressure test. Advised that the customer should be call back to continue testing after receiving the tubing clamp. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.